Event description:
It was reported that during a supply change the ilet user deployed the infusion set incorrectly, which pushed out the internal components of the inset and left the infusion set connection improperly attached; the user then inserted a new inset, reattached the tubing, replaced the site, filled the cannula, and resumed delivery, and blood glucose was not affected. There were no reported symptoms or clinically significant changes in blood glucose. Outcomes included no alerts or alarms, no need for medical intervention, and continuation of therapy after troubleshooting and education. Investigation included agent-guided troubleshooting and education with confirmation of correct reinsertion, priming, and resumption of delivery, and a decision to send standard replacement product. Investigation of this case revealed user handling error of the infusion set deployment and connector attachment, with the infusion set component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.